Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer will continue to use the current pump. It was also reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was 600 mg/dl. A manual injection and supply change was performed to address bg. The customer continued to use the pump for insulin therapy.